Event description:
(B)(4). My blood pressure jumped from being normal to extremely high. I had (B)(6)weight gain. My hair began to fall out. My finger nails began to become very brittle and would not grow. Chronic pelvic pain with increasing bad periods. My periods in the last year (B)(6) 2014) started becoming extremely long. Lasting up to 2 months and passing blood clots over the size of a quarter. I would pass 20 clots a day. An ultrasound of my uterus in (B)(6) 2015 showed endometrial hyperplasia and the ultrasound could only see one coil. I have also battled severe constipation, fatigue, bloating.